Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device revealed it had fractured and split into 2 distinct large pieces. The device was manufactured in jul 24, 2014 and had an approximate field life of two (2) years with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. An investigation was initiated on may 5, 2014 and ended on dec 17, 2014. The goal of this investigation was to look at fracture trends that occurred on both the cr and ps impaction pads. But due to the low occurence rate of these failures, which is below the expected value stated on the risk management file, no further action was taken. It was identified that excessive stress lead to breakage of the pads. Therefore it is believed the root cause is associated with wear and tear from general use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad fractured while in use during a knee arthroplasty.